Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had front panel switches not functioning and error code b40. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering in image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty cm board, b40 (cv failure) error occurred, and the front panel did not work. The most probable cause of the intermittent flickering in image is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.